Manufacturer narrative:
The customer's report that the set cracked and leaked was confirmed. Visual inspection showed that the female luer had a vertical hair line crack that measured 0.483 inches long. The luer was inspected under magnification and no stress marks were observed. Functional testing was performed; a leak was observed as fluid flowed through the crack. The cause of the leak was a cracked female luer. The cause of the crack was not determined.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the infusion set cracked and leaked. There was no report of patient harm.